Manufacturer narrative:
Additional information was received that there will be no further course of action at time.

Event description:
A report was received that a trial patient stated that the leads were in the wrong area, they were either too high or too low and at one point the stimulation was around the anal area and caused bowel incontinence. It was also reported that a strong jolt was felt when the patient coughed. The patient will have the leads pulled.

Event description:
A report was received that a trial patient stated that the leads were in the wrong area, they were either too high or too low and at one point the stimulation was around the anal area and caused bowel incontinence. It was also reported that a strong jolt was felt when the patient coughed. The patient will have the leads pulled.

Manufacturer narrative:
Correction to initial MDR. Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient stated that the leads were in the wrong area, they were either too high or too low and at one point the stimulation was around the anal area and caused bowel incontinence. It was also reported that a strong jolt was felt when the patient coughed. The patient will have the leads pulled.